Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer states that there is a black line that obstruct the view of the lcd screen. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with missing segments, clear and black horizontal lines on the middle of the lcd glass due to a cracked zebra connector on the lcd board. The pump also had minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.